Manufacturer narrative:
(B)(4). Date sent: 5/21/2025 d4 batch #: y70293004. Additional information was obtained: error message : replace the connection handle no patient consequence. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked and loose mount . No replace handpiece alert screen was displayed as reported. The handpiece was disassembled to verify the condition of the internal components, and internal wires were noted to be disconnected. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is possible that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that during an unknown procedure the hand piece doesn't work when they connect it to the generator. The generator gives a yellow screen and the following message "defective hand piece, please replace it." No more information available.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2025 d4 batch #: y70293 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the harhpgr device was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. Due to the condition of the returned device, we have not been able to further investigate the reported issue. The instrument was disassembled to inspect internal components. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although the analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone.